Event description:
While using the medtronic lifepak 12 defibrillator during a code blue situation, the nurse hit the charge button as directed during the code getting ready to deliver a shock. However, the physician in charge of the code did not order another shock at that time. The nurse thought she was hitting the charge button again to drop the charge, however, she inadvertently hit the shock button unknowingly because they are in close proximity. The patient as well as caregivers delivering treatment at that time received a shock. No injuries resulted form the shock